Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration signals were lower than expected. The customer's qc data showed 2 results outside of the acceptable range. No issues were identified during a review of the alarm trace data. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys cea assay (cea) on a cobas e 411 immunoassay analyzer. The initial result was 29.8 ng/ml. The sample was repeated twice with results of 4.4 ng/ml and 4.5 ng/ml. The questionable result was not reported outside of the laboratory. The cea reagent lot number was 416226 with an expiration date of 31-oct-2020.